Event description:
A customer reported a complaint of imprecise sequential readings on their freestyle flash blood glucose meter. The customer obtained readings of 287, 305, 115 and 253 mg/dl within a ten minute timeframe. When plotting each reading against the average on a parkes error grid, the results fall in the and 'c' zone, which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Device return has been requested.